Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty charge-coupled device (ccd). The cause of the faulty ccd was attributed to fluid ingress. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the coating of the camera head cable was peeled. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was blurry and unrecognizable due to fluid damage to the charged coupled device. The report is being submitted due to defect found during evaluation.

Manufacturer narrative:
During device examination, the reported issue was confirmed: the device cable's sheathing was peeling off. In addition, the scope mount was deteriorating with damage at the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.